Event description:
It was reported that during a lap. Choly. Procedure the device was fired and would not open. The surgeon used the trigger to pry open the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.